Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. According to the reporter, on (B)(6) 2025, the patient experienced a skin reaction with redness, swelling, and pus covering an unknown skin area. The reaction was treated by releasing the area and removing the pus, it was unspecified if any surgical intervention was done. At the time of the report, patient condition improved as the signs of infection were reduced. No photo or other details were provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.